Event description:
A consumer reported she noticed her implant battery did not last very long and she did not use it on a daily basis. Every time she went to use it, it told her she had to recharge the implant. Last night she touched the surface of the skin where the battery was located and it felt like the implant battery was broken in two pieces. She was able to connect with the recharger and when she recharged, she charged her ins to 100% full. The implant site had never felt this way before and this could be the reason why it was not working well. The consumer noted she was in the hospital in (B)(6) for kidney infection and they did a sonogram, which was not related to the device or therapy. She had a doctor's appointment scheduled and will follow-up with them. Indication for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
To include the following "was charging too often." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction/update: a consumer reported she noticed her implant battery did not last very long, was charging too often, and she did not use it on a daily basis. This started about two weeks ago in (B)(6) 2016. Every time she went to use it, it told her, she had to recharge the implant. Last night she touched the surface of the skin where the battery was located and it felt like the implant battery was broken in two pieces. She was able to connect with the recharger and when she recharged, she charged her ins to 100% full. The implant site had never felt this way before and this could be the reason why it was not working well. The consumer noted she was in the hospital in november for kidney infection and they did a sonogram, which was not related to the device or therapy. She had a doctor's appointment scheduled and will follow-up with them. Indication for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.